Event description:
The patient reported that they have been charging for several hours and the implantable neurostimulator (ins) is not charging up. The patient stated that the ins battery level was three fourth full when they started charging, and after several hours the battery remained at three fourth. They stated that it takes a long time for the ins to charge. The patient mentioned that they even had all 8 coupling bars when charging. They also mentioned that they can see the ins charging screen with the ins battery icon, and all coupling bars are shaded black. The patient noted that the ins is implanted in their back in a spot where they cannot see it, so they have to go through 4-5 sticky pads during recharge in order to get it in the right spot. The patient reported that they had received replacement recharging equipment in the past. The patient indicated that they were never properly trained on how to use the system after implant, and also said that they were under "drugs" while being trained. The patient also reported that the device doesn't do anything for their pain, and that it never worked for them. They mentioned that they thought the device would control their pain more but they just feel tingles that freeze them. Additional information from the manufacturing representative indicated that the patient complained they were not getting coupling bars, and not getting the relief they needed for their back. It is unclear if the patient was getting good coupling. The patient also said they never had coverage for their back. The patient was able to meet with the manufacturing representative; they were reprogrammed and got the coverage they needed for their back. The patient was also provided with recharging education, and able to get 8 coupling bars. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.